Manufacturer narrative:
(B)(4) after an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. One clip was partially loaded incorrectly into the jaws, while another clip was stuck in the bent rotation tab and was protruding from the channel. The sample appears used as there is biological material present on the device. First, the partially loaded clips were manually removed , and the trigger cycle was completed. At this time, it was observed that the next clip was out of position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon full engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears were intact. The next clip was unable to load properly as the pusher head (distal end of feeder) was to the side of the clip. At this time, it was observed that the jaw spring was disengaged from the jaws and was protruding through the outer tube. The sample was disassembled to inspect the internal components. The top jaw was found bent. The jaw spring was also bent on the side that connects to the top jaw. It appears that the bent jaw caused the jaw spring to bend upon further attempts to fire the device. The clips were also out of position and stacking on one another in the channel. The sample was returned with 7 clips remaining including the partially loaded clips, indicating that 8 clips were fired by the end user. The observed damage to the top jaw prevented the clips from loading properly. It is unlikely that a clip stacking issue could cause the damage to the top jaw. If a clip misloads and is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence and stack on one another in the channel. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "misfire" was confirmed based upon the sample received. One sample was returned with the rotation tab bent. One clip was partially loaded incorrectly into the jaws, while another clip was stuck in the bent rotation tab and was protruding from the channel. Upon functional inspection, the clip was unable to load properly as the pusher head (distal end of feeder) was to the side of the clip. It was observed that the jaw spring was disengaged from the jaws and was protruding through the outer tube. The sample was disassembled to inspect the internal components. The top jaw was found bent. The jaw spring was also bent on the side that connects to the top jaw. It appears that the bent jaw caused the jaw spring to bend upon further attempts to fire the device. The clips were also out of position and stacking on one another in the channel. The sample was returned with 7 clips remaining including the partially loaded clips, indicating that 8 clips were fired by the end user. The observed damage to the top jaw prevented the clips from loading properly. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that the device would not fire properly or came out closed and would not open.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1800409 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device would not fire properly or came out closed and would not open.